Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, purplish colour / marbled appearance (pt: injection site discoloration) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) lot number a00013150 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted but none that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2021-00146 referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old male patient. He was injected with radiesse(+)®, into the mandibular region and malar, for biostimulation, at 11:30 am, on (B)(6) 2021. Batch number was reported as a00013150 (expiry date 03/2023). A lot search in the global safety database was conducted. The patients medical history included a sulfa allergy. Past medication included sulfa drugs. On (B)(6) 2021, at 12:00 pm, after the treatment with radiesse(+)®, the patient noticed a purplish color. On (B)(6) 2021, 6 hours after the treatment with radiesse(+)®, the patient experienced paresthesia and alterations without changes in coloring. On (B)(6) 2021, 20 hours after the injection, the patient was examined. The cheeks, nasogenian fold and the right upper lip had a marbled appearance. The physician assessed the events as serious. The outcome of the events was unknown.